Event description:
It was reported that during a laparoscopic gastric bypass, when the two trocars were placed, gas leaked through the valves, preventing visualization. Additionally, the seal of the devices were damaged. It was noted that the surgical time was extended by more than 30 minutes because the carbon dioxide could not enter the cavity, preventing the surgery from beginning. To resolve the issue, another batch of the same device was used.

Manufacturer narrative:
D10. Concomitant products: onb12stf, onb12stf versaone opt 12 std trocar (lot j5g4340y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.